Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with lead noise. The noise was reproduced with the pressure on the can, and there were no electrical anomalies. A lead revision was recommended.

Event description:
New information received stated that the right ventricular lead exhibited noise several times over past two years. Patient presented for routine generator replacement, the lead was extracted and replaced as well. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 16.2 cm. External insulation abrasion was found at 12.5 ¿ 14.5 cm from the connector pin breaching all the lumens with abraded ptfe liner. The cause of the reported event was isolated to the external insulation abrasion with abraded ptfe liner which is consistent with friction to the device can.